Event description:
It was reported a patient underwent an orthopedic surgery on (B)(6) 2025 and drain was used. When the nurse opened the package directly before use, it was found that the drain and the trocar needle had adhered. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Upon receipt and analysis, a blue sticking marks on the trocar was visible and a chip-off mark.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. "Was the new drain placed surgically during a second procedure? Unk. - could you kindly perform and document the follow-up attempt for the product return? .we regularly contact with sales rep about the device returning. - please provide the source or name of person providing answers to follow-up questions:(B)(6). H3 evaluation: complaint sample review: one complaint sample was received for evaluation; product was inspected visually and found that: 1. A blue sticking marks on the trocar, nearby drain-trocar joint was visible. 2. Also, a chip-off mark on the upper surface of the drain was visible while inspected under magnification. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.